Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an non-rechargeable implantable neuro stimulator (implantable neuro stimulator (ins). It was reported that an elective replacement indicator (eri) code was seen. The programmed settings and therapy impedance 10.5 180usec 100hz 24-7, 5 anodes, 1 cathode, 258ohms. Document estimate provided: two months. The rep tried to run group impedance at the patient's actual settings and the group impedances showed 'xxx' and 8840 programmer asked for amplitude to be turned down. When the amplitude turned to 3.5v, the 258 ohms was shown. Interval ran without group impedance and just used the contacts -that got a 4 month estimate. Based on longevity estimate provided, eri/low notification seems appropriate. There is an allegation/dissatisfaction with pc longevity. This was not explicit but it seemed the rep and the patient were frustrated with the short lifespan. The rep stated they believe it was related to the poor position of the paddle lead and thus the patient needed very high settings. No patient symptoms or complications were reported in this event. Additional information received. It was reported that the dissatisfaction with the primary cell battery longevity was due to the fact that the parameters were set high to give the patient good coverage. They also reported that in order to resolve the eri the battery would be replaced. No further complications reported. Additional information: it was reported the patient's battery was replaced on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.